Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
New information received that this device was explanted and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure no defibrillation threshold (dft) testing was performed on this subcutaneous implantable cardioverter defibrillator (s-ICD). Two months later, dft testing was performed but the device was unable to successfully defibrillate the induced ventricular fibrillation (vf) with a 65j or 80j shock. External defibrillation was required to restore sinus rhythm. The physician elected not to perform a second dft test. The patient was discharged home and a treatment plan will be decided at a later date.